Manufacturer narrative:
The customer reported the analyzer was "hot and the screen was fuzzy". No allegation of patient/user harm. No allegation of incorrect results. Customer service instructed the customer to properly install new batteries into the analyzer. The customer reported that the analyzer is functioning properly.

Event description:
The customer reported that their analyzer was "hot and the screen was fuzzy". No allegation of patient/user harm. No allegation of incorrect results.